Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using an insulin pen to load the cartridge. Tandem technical support educated the customer regarding the loading process. There was no reported adverse impact to the customer. No additional information was provided.